Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed an ¿error 1¿ message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2015 at approximately 10pm when she attempted to measure her blood glucose, and an error 1 message was displayed. The patient stated that she does not take any medications to manage her diabetes, and she continued with her usual diabetes management routine in response to the reported issue. The patient denied experiencing any symptoms, but was reportedly taken to the emergency room (ER) on (B)(6) 2015 at approximately 11pm, where her blood glucose was measured using an ER/hospital meter on (B)(6) 2015 at approximately 12:40am with a reading of ¿693mg/dl.¿ during the visit to the ER the patient reportedly received hcp treatment of IV fluids. At the time of troubleshooting, the customer service representative (csr) noted that it was not the first use of the product and there was no indication of any misuse of the device. Replacement products were sent to the patient. This complaint is being reported because the patient claims the subject device displayed an error message, and she subsequently received hcp treatment for an acute blood glucose excursion after the alleged product issue occurred.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter has been returned on 4/15/2015 and evaluated by lifescan product analysis on 4/17/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.